Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure while the suture was being turned, it continuously broke and the needle bent. The patient experienced temporary corneal damage. The patients symptoms resolved without medical intervention. Additional information was requested but not received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. One unopened 10-0 nylon suture was received in a pouch for the report of the corneal damage, suture broke, and needle bent. The returned sample was visually inspected and was found to be conforming. A dimensional inspection was also done for suture diameter and the sample was found to be conforming. Functional testing for suture strength was then performed and the sample was found to be conforming. Finally, a functional test for needle strength was performed and the sample was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned unopened sample was found to be visually, dimensionally, and functionally conforming, therefore the needle bent and suture broke as described in the complaint was not confirmed. However since the actual complaint sample was not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint sample was not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. Suture material samples are tested at incoming for tensile strength and diameter, and sutures are 100% inspected by trained operators for proper attachment during the manufacturing process. The manufacturer internal reference number is: (B)(4).